Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their trial therapy only worked for 2 days, and the last 2 days it did not work. The patient stated that the leads must have slipped. The patient was implanted for non-malignant pain. No further complications were reported.